Event description:
It was reported that the patient developed heart block and aortic insufficiency (ai). A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The lotus edge valve system was advanced to the native aortic valve, during deployment the patient developed st elevations from the right coronary. The lotus edge valve system was resheathed and removed in accordance with the direction for use. The st elevations subsided. Dilatation with a 3.5x20mm balloon was performed and the lotus edge valve system was reintroduced and successfully deployed. Angiography was reviewed and the lotus edge valve looked good. The patient developed heart block and a permanent pacemaker was recommended. Echo showed moderate central ai with a 23mmhg gradient. The patient received a permanent pacemaker the following day. The central ai resolved on its own and patient was discharged three days post tavr procedure.